Event description:
Experienced disruption of tubing from delphin head during procedure; no air to pt. Antibiotics given. The pump head was turned on while the line was clamped. Tubing blew apart due to back pressure. There had been a problem with air to the circuit from the reservoir; outlet to inlet, the extra loop placed on the roller pump. The assistant to the perfusionist went ahead and turned on the roller pump while tubing clamped. No problems with the pt, discharged in satisfactory condition.